Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) toned an audible alert. An interrogation of the device showed noise on the right ventricular (rv) lead. It was found that the set screw holding down the rv lead was loose. The rv lead was reinserted into the device header and remains in use with the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.